Event description:
Philips received a complaint by the customer on the v60 indicating that error code 110b-proximal pressure sensor autozero failed had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error code 110b, the proximal pressure is not measured, and pressure-related alarms are compromised, had occurred. A field service engineer (fse) then went onsite to perform a troubleshoot. The fse determined that the gas delivery system (gds) required a replacement. The fse replaced the gds to resolve the issue. The fse replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.